Event description:
A voluntary MDR/medwatch report was received on 04/16/2026. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to information submitted via the maude database on (B)(6) 2026, the patient experienced a hypoglycemic event during the night while sleeping. The patient reported nearly losing consciousness due to the device not providing an alert for hypoglycemia until the continuous glucose monitor (cgm) reading reached 38 mg/dl, which is below the device¿s reportable range of 40-400 mg/dl. The patient had to wake her husband for assistance and reported feeling in critical condition. The patient alleged that if the sensor had been functioning properly, it would have alerted when glucose values dropped below 65 mg/dl; however, no alert or alarm was received. The patient reported experiencing panic, disorientation, a racing heart rate, dizziness, shaking, and confusion. No additional details were documented. Due diligence attempts to contact the reporter were not possible, as sufficient reporter contact information was not available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number: mw5185611.